Event description:
On 01-mar-2022, a spontaneous report from united states was received from a consumer regarding a (B)(6) female who used welly health bravery badges flex fabric bandages. Medical history included an allergy to penicillin. Concomitant products were not provided. On (B)(6) 2022, the consumer topically applied a welly health bravery badge flex fabric bandage on the back of her upper left leg for an unspecified indication. On (B)(6) 2022, after the consumer removed the bandage, her skin was red, irritated, and felt like it burned where the adhesive was. She had one small spot where there was open skin. For treatment, she used aquaphor and antibiotic ointment. She was concerned the area might scar. Follow-up attempts in order to obtain additional information were unsuccessful. No additional information provided. This report and the information submitted under this report do not constitute an admission that the device or welly health or any of its employees caused or contributed to the event described herein or that the event as reported to welly health actually occurred.

Manufacturer narrative:
Device not returned for manufacturer review/investigation since it is a single use bandage. Device evaluation by manufacturer could therefore not be completed. No conclusion could be drawn as the product was not returned to the manufacturer for evaluation. Device history records review could not be completed without lot number. If any additional information that was not available for this initial med-watch is obtained from the patient, an additional med-watch will be filed as appropriate.